Event description:
The complainant reported that upon starting the impella cp, flows of 0.1l noted with flattened motor current. The physician repositioned cp back and forth in the left ventricle under fluoroscopy with some pulsatility noted but no resolution with the poor flows. The impella cp was replaced. There was no harm to the patient.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. Pump was returned for investigation and no cannula kinks or biomaterial was observed. The pump was primed and ran in a bucket of water to reproduce failure but the pump ran as per the specification. Data logs were investigated and 2 suction alarms were observed corelating to p-level changes. Clinical mentions that patient had tortuous illiac vessel but without any supporting evidence in the product investigation, this cannot be deemed as the reason for the failure. Low pump flows were observed at the start of the case. The root cause of the low flow issue was most likely patient condition related.